Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that a legacy iliac screw was removed and replaced with another iliac screw. The 8.5 iliac awl tip tap was used and the navigation screwdriver was attached to the iliac screw 9.5mm. The patient bone quality made the insertion very difficult . The surgeon elected to remove the 9.5mm and put an 8.5mm iliac screw. The insertion was also very difficult and when attempting to remove the partially inserted screw the screwdriver tip broke, leaving the part in the head of the screw. The surgeon was able to place a rod and setscrew in order to remove the iliac screw. Another navigation screwdriver was used to re-insert another iliac screw. The patient was not affected other than the surgery being longer than planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the delay to the procedure was one hour.